Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer unintentionally delivered a correction bolus resulting in a low blood glucose (bg) level of 78 mg/dl. Carbohydrates were consumed to address bg. Customer called 911; however, no treatment was received as the customer was able to resolve bg without any assistance. Recommendation was made to consult with a healthcare provider to address diabetes management.